Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The hill-rom technician found the metal flap which covers the pedant wires was interfering with the siderail latching. The technician adjusted the flap to repair the bed.